Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-implant pre-discharge check, the right atrial lead was found to be dislodged and capturing in the ventricle. The dislodgement was confirmed with a chest x-ray. The patient was asymptomatic. The lead was repositioned later that day. During the procedure, the right ventricular lead was also repositioned due to low r-waves. The patient was stable throughout the procedure.